Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate that during a shoulder scope and an open rcr procedure, an expressew gun was assembled as standard by scrub nurse and under the affiliate's supervision - expressew ac plate attached as per standard and expressew needle placed in gun as standard. Gun use / needle firing was checked prior to use and was working as standard. The surgeon used gun to pass suture through tendon (open procedure) at which point the needle of the gun jammed upon firing ie meaning the needle would not retract into the gun upon releasing of the firing trigger, leaving the needle stuck within the tendon. Eventually it was possible with the use of forceps to pull the needle back through the gun and releasing the tendon. A different gun was used to complete the procedure ie standard expressew gun without auto-capture and surgery was completed as standard. No adverse events to patient were reported and no delay to the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.